Manufacturer narrative:
(B)(4). Additional information received: there was no bleeding because the impacted vessel was small.

Manufacturer narrative:
(B)(4). Batch # t93d8g. Investigation summary: the analysis results found that the mcm20 device was returned with no damage in the external components. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 12 clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified.

Manufacturer narrative:
(B)(4). If follow-up, what type: additional information received: did the clip not feed into the jaws of the device and the jaws of the device cut the vessel? Unk. Did the clip cut the vessel? Yes. Was there any bleeding? No bleeding, because it was small collateral artery.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2019. Batch#: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the clip not feed into the jaws of the device and the jaws of the device cut the vessel? Did the clip cut the vessel? Was there any bleeding? If yes: how much bleeding occurred? How was the bleeding controlled? Did the patient receive any blood products? How was the procedure completed?

Event description:
It was reported that during the procedure, during a procedure of anterolateral free shred reconstruction of the right thigh, the device cut a collateral of the lateral femoral circumflex artery instead of applying the clip. No patient consequences because of the small vessel. Risk of hemorrhage. Use of another device.